Event description:
It was reported the subject device showed an error and probe check lit up in red. The issue occurred at inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. The issue occurred due to no power being delivered. A definitive root cause of the reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.